Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lavh, the tip of the tissue pad melted and fell off when the device was activated without clamping any tissue. And it was not clear if the piece of the tissue pad fell inside the patient or not. Gen11 was used. Another device was used to complete the case.